Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure that the lead had 'insufficient intraoperative electrical measurements', despite trying several positions. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.